Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wired jaw came loose after only 1 activation, the device was loaded with tips up and power supply was at 3. The device was changed out not causing much of a delay. No harm to patient.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000327791 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heater wired jaw came loose after only 1 activation. Nothing detached. The device was loaded with tips up and power supply was at 3. The device was changed out not causing much of a delay. No harm to patient.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.